Manufacturer narrative:
Additional information provided in b.2., b.5., b.6., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating a repeat a-scan was performed, in which the preoperative data was not confirmed. Using the most recent biometry data, a new iol was calculated. The 22.0 d company lens was removed, and a 12.0 d company lens was implanted. There appears to have been no malfunction by the intraocular lens nor the company biometry system from the first case.

Manufacturer narrative:
Due to the new information provided from the customer in b.5., this record is no longer reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the customer stating the error was due to a miscalculation at their clinic and the company lens was not to blame. The patient underwent an iol exchange on (B)(6) 2020 and now was happy.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported to a company account manager that after an intraocular lens (iol) implant surgery, the patient experienced an unexpected myopic (-6.00) outcome. The preoperative plan was to implant a 23.5 diopter implant lens and make the prescription plano. The company biometry machine calculated a 22.0 lens which was the power implanted. Additional information has been requested.